Event description:
Additional information received reported that there were no signs of overdose and there was no change in the patient's condition. It was previously reported that the erv was 6ml and the arv was 1ml, however, per the pump logs the erv was 6.5ml. Additionally, there was approximately 12mls in the pump, on aspiration (arv). The patient was absolutely fine with no current issues. Her therapy continued as ongoing and effective. The root cause was not determined and no further actions were taken. There were no plans to explant or replace the pump.

Event description:
It was reported the patient came in for a routine pump refill. The pump was interrogated, and the estimated reservoir volume (erv) was 6 ml. When the pump was aspirated, the actual reservoir volume (arv) = 1 ml. The patient was placed completely supine, and they attempted to aspirated again, but only bubbles were drawn back. There were no patient symptoms reported. The pump was used to deliver lioresal (baclofen). The outcome of the event was unknown. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).